Event description:
As reported by the user facility: c-section pt in a sitting position for the spinal block. #(B)(4), lot # 61181257. Spinal needle hit bone, withdrew needle, leaving introducer in place- saw that approx 3cm fragment (confirmed with lumbar x-ray) of spinal needle left in interspinous ligament. Fragment remains in pt at this time, surgical consult requested. (B)(6) will notify b braun if sample will be released.

Manufacturer narrative:
In a f/u call to the facility, it was confirmed that the pt required surgery to remove the fragment of the needle. There were no complications and no further intervention was needed. At this time the facility is not sure if the actual sample involved in the reported incident will be returned for eval. Without the actual sample a thorough investigation could not be performed. Based upon the event description, the needle may have encountered trauma which stressed the part beyond its design capabilities however without the actual sample, no specific conclusions can be made regarding the cause of the event. A historic review of customer complaints revealed no other events of this nature against the reported catalog number 333863, finished good lot number, or spinal needle vendor lot numbers. All available info has been forwarded to the actual MFR of the needle. A f/u report will be filed if the sample is received for eval and/or additional pertinent info becomes available.